Event description:
The patient was to be seen again for further evaluation on (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and hypotension could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with symptoms of dizziness. Their doppler blood pressure was 62mmhg and the patient was experiencing low flow alarms. Laboratory values were drawn, and the patient was admitted to the hospital for treatment for possible gastrointestinal (gi) bleeding and monitoring. The patient had a hematocrit of 18% and an international normalized ratio (inr) of 4.2 seconds. The target inr was reported to be 1.8-2.2 seconds and the patient had been at the target goal. The low flow alarms were confirmed to be due to loss of blood volume and hypotension. The gi team did not recommend repeating imaging. The patient's inr was reversed, and they were transfused. The patient's hematocrit level was trending upward, and they were discharged home. The last hematocrit reported was 33% with an inr of 1.58 seconds. The patient was to be seen again for further evaluation on (B)(6) 2024. Historically related event: elevated inr and potential bleeding event previously reported under manufacturer report number: 2916596-2024-00601.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.